Manufacturer narrative:
Additional narrative: examination of the returned instrument confirmed the complaint; a small piece broke off inside the locking mechanism. Although the exact root cause could not be determined, misuse may be a contributing factor; improper impaction marks were observed on the side of the handle. A complaint database search finds no other reported incidents against the provided product and lot combination. No corrective action taken. Complaints will be monitored under post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Clamp is broken on handle.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.